Event description:
Patient reported no complaints pre-dialysis. Noted signs temperature 98.4 degree f, pulse 80, blood pressure 20/90. Dialysis was initiated at 400cc blood flow rate, 600cc dialyate flow rate and .78 ultrafiltration rate 1.5 hours into treatment the patient complained of chills and not feeling well 2 hours into treatment bp 238/136 temperature 99.2, the patient's temperature increased to 100.4 degree f. The patient continued on dialysis for 4 hour treatment and received prescripted drug last hour of dialysis. Post treatment temp 99.3 blood pressure 160/80 & the patient was sent home.